Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller with resetting the pump, leading to the resolution of the issue, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact support if the issue reappeared, which the caller acknowledged and understood.